Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, a 60" (152 cm) pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock became occluded during patient use. It was reported "occluded lipid line". There was no patient harm reported.